Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the emergency room (ER) with exhibited loss of capture (loc) and high capture threshold. Subsequently, this lead was repositioned and still remains in service. No additional adverse patient effects were reported.